Event description:
It was reported that following replacement of the right ventricular lead, it was noticed that the atrial lead did not sense or pace properly. The atrial channel was shut off. The patient then developed a moderate sized pocket hematoma, probably related to his usage of aspirin and plavix. The hematoma was evacuated the next day. The atrial lead was checked again, and found to have high level of sensing extra potentials. The lead was capped and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.